Event description:
It was reported to philips that during a procedure where a patient was experiencing a myocardial infarction, the table stopped moving. A warm reboot was attempted; however, the startup time was longer than expected. The customer then performed a cold reboot. The report indicated that there was a serious injury; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, there was no harm to the patient and the cardiac procedure was completed after a delay of approximately 10-15 minutes. A philips field service engineer (fse) inspected the system onsite and was unable to find any errors within the logs for the day of the event. However, the logs from 05-aug-24 identified an intermittent slippage issue in the table's height potentiometer (ad7(nt) height potmeter assy). During visual inspection of the table, the fse found that the longitudinal potentiometer wire was bent at the table's foot. As a part of the troubleshooting process, the fse replaced the ad7(nt) longitudinal potmeter assy and the ad7(nt) height potmeter assy and performed longitudinal and height function calibrations. Part analysis of the returned height potentiometer confirmed it was not in working order, as it showed intermittent spikes in the resistance/position readings. These readings were being interpreted by the system as 'position slips' and would cause the system to block table movements. It was also confirmed that the system can recover its functionality after a cold restart. The system was returned to the customer in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information identified that the issue was resolved via the device's recovery action (cold restart) which would allow for procedural continuation, if required, and that no harm occurred. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. For example, the c-arm projection can be changed to compensate for a tilted or cradled tabletop. The patient can be positioned feet first on the table in a floor mounted stand configuration if lower body imaging is needed. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. If cardio-pulmonary resuscitation (CPR) the staff could elevate themselves if the current table height was too high to perform adequate chest compressions. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.